Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but a photo and video were provided by the customer facility for investigation. The photo and video were evaluated and the customer's indicated failure mode for a poor connection leading to leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to a poor connection leading to leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples, video, and photo, the customer¿s indicated failure mode for a poor connection leading to leakage with the incident lot was not observed as all samples met the required specifications. Additionally, the video and photo did not identify a specific product issue. Root cause description:. Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that leakage occurred with a bd vacutainer® blood transfer device holder with pre-attached multiple sample female luer adapter. The following information was provided by the initial reporter, "hub can't not be well screwed with syringe. Can't fixed well and get leakage."